Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event - unknown, exact date of event was not provided, only that the visual issues occurred almost right after the iol was implanted ((B)(6) 2017). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted into the left eye (os) on (B)(6) 2017. Post-operative, the patient experienced blurriness, halos, starbursts, and shadows, which were affecting her daily activities. Therefore, the lens was explanted on (B)(6) 2017. The replacement lens was a monofocal iol. There was no incision enlargement or vitrectomy performed and no sutures used. There was no post-operative patient injury. The patient feels a lot better and happier now and awaiting prescription lenses to be prescribed by her doctor. No additional information was provided. The patient had bilateral lens implants. This report will capture the lens implanted in the patient''s left eye. A separate report will be filed for the right eye.